Manufacturer narrative:
The company representative was able to replicate the reported event. The footswitch was replaced to address the issue and was returned for testing. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. However, the footswitch was received on this investigation for testing. The returned footswitch was connected wirelessly to the console. No system message (sm) displayed when the console was turned on. The returned footswitch was depressed and released several times and no system message displayed during testing. Surgical test in sculpt mode was performed on the returned footswitch three times and no system message displayed during surgical testing. Returned footswitch was tested. The footswitch passed all testing. The bottom cover was removed to check for any non-conformities and no non-conformities were found. Based on the information obtained, the root cause of the reported event of system message (sm) is component reliability. Manufacturers will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery while using ophthalmic footswitch error code displayed and product became unusable. Surgery was cancelled and there was no patient harm. Additional information was received stating the surgery completed the next day using alternate accessory.